Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a cervical radial brand nervotomy causing electromagnet interference (emi) which was oversensed causing pacing inhibition and a syncopal event. No adverse patient effects were reported.